Event description:
A trilogy100 ventilator, u.s.a. Was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During evaluation of the trilogy100 ventilator, u.s.a. Device at the third-party service center, the service technician documented that the device is in good condition. However, upon review of the event log, a cell undervoltage error was identified, indicating a battery cell under-voltage condition within the battery pack. An attempt has been made to obtain additional information and determine the root cause of this error. The manufacturer's investigation is ongoing. If any further information becomes available, a follow-up report will be submitted.